Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Aditional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20494215.

Event description:
It was reported that patient had lost weight causing the lead to erode through the skin and was confirmed skin breakage. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted leads were not returned.